Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as the application does not launch correctly. - analysis revealed that the ok button was most probably clicked several times in the last instruction screen, which launched two programs at the same time instead of one. As the next steps could only be treated correctly by one of the two programs, the other one incorrectly considered the pairing as completed, which opened the wrong page in the app and led to the observed crash.

Event description:
Reportedly, the smartview connect indicated that the app was not responding upon first use, and could therefore not be used despite a restart.